Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Part and lot identification are necessary for review of device history records, neither were provided. X-ray review provided by third party hcp state that there is loss of joint space in the lateral compartment with near bone-on-bone contacting and valgus orientation of the knee. Also seen slight anterior subluxation of the tibia with respect to the distal femur. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation at this time as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional associated products: mdr243669 mdt 475262 kne-maxim-unknown-bearing. Mdr243750 mdt477247 kne-maxim-unknown-femoral.

Event description:
It was reported that a patient underwent a knee arthroplasty on an unknown date. Subsequently, the patient is being considered for a revision on an unknown day for an unknown reason.